Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be submitted when analysis is complete.

Event description:
It was reported the patient had been running at approximately 25 mcg for years and during the prior year the patient¿s spasticity had increased. The healthcare provider (hcp) had increased the patient¿s dose routinely over the prior year, with minimal improvement. The patient had multiple sclerosis (ms) which may be part of the issue, but it did appear there was a catheter relation. The patient¿s hcp was fairly sure there was a catheter issue. A dye study was attempted, but the hcp was only able to get back 0.5 ml. The hcp was working on the assumption that the catheter was cleared, but the hcp was fairly sure there was a catheter issue. The hcp did not push dye as he was concerned they were unable to clearly define backflow. The hcp was unable to make any determinations on the catheter. The hcp would be doing the patient¿s replacement in early (B)(6). A rotor study was also performed and everything was fine. There were no alarms or pump alarms. The pump was used to infuse gablofen (concentration 2000 mcg/ml, daily dose 295 mcg/day).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the catheter serial number (B)(4) found sc connector coring/tears/cuts in seal which met leak criteria. Analysis of the catheter lot number j0058143r found catheter body hole caused by deep abrasion and found the catheter body broken.

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID 8711, lot# j0058143r, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
Additional information received reported that the catheter and pump were replaced on (B)(6) 2015. The rotor study was normal; however, since the pump elective replacement indicator (eri) was at 17 months, the health care provider (hcp) replaced both the pump and catheter. The location of the catheter issue was unknown. The product issue was resolved. The patient¿s status was alive with no injury.

Event description:
It was later reported that the surgery was postponed due to scheduling conflicts and is rescheduled for (B)(6)-2015. The patient¿s entire system is planned to be replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.